Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts despite plugging the pump into multiple power sources. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) was 235-236 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into a power source for over 30 minutes.